Event description:
It was reported that 3 new batteries fail in the multi-chemistry charger. All three batteries appear to continuously charge for more than 24 hours but, each battery fails when placed in the platform. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.